Event description:
It has been reported to philips that the device has an unspecified battery issue.

Manufacturer narrative:
The fse checked the device onsite and confirmed the battery issue. Insufficient information is available to support final failure analysis. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for further investigation. Based on the information available there is insufficient information to determine the cause of the reported problem. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was removed from service at the recommendation of philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.